Event description:
A report was rec'd from (B) (6), (B) (6) on 5/7/09 that an lec cart had malfunctioned during a code, inhibiting access to medications stored in the top compartment of the cart. No adverse outcome was reported as a result of this issue.

Manufacturer narrative:
A guideline for product maintenance, including the procedure for lubricating this mechanism, had previously been created. It has been distributed to user facilities as well as distributors and salesforce for review and implementation. The mechanism was evaluated upon return and was operating normally; no lubrication was noted on the moving components of the mechanism as prescribed in the maintenance procedure. It was also noted that one small plastic bushing, used to reduce sliding friction, was missing; it is unclear if this occurred before of after replacement. No excessive wear was noted at this interface.